Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy device (crt-d) told his wife that he received a shock while scrubbing his shoulder with a washcloth, and subsequently lost consciousness. The patient expired.